Event description:
This seems to be an on-going problem with the medtronic bravo ph capsules that are defective. While performing endoscopy, the capsule does not attach to the esophagus, often requiring a second endoscopy & second capsule that also failed. These events took place through the present. Dose or amount: 8 devices. Dates of use: 2008. Diagnosis or reason for use: acid reflux. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes. Bravo ph capsules from the same month. A total of eight capsules that were defective, at this time we are putting a hold on this procedure.